Manufacturer narrative:
H3: product analysis # (B)(4) : part # 8532065, lot # unknown visual and optical inspection confirmed the screws were returned broken. The threaded portions were not returned. The screws appear to be broken due to torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding screws used in laminoplasty therapy. Levels implanted: 2 it was reported that the surgeon had followed the steps in the centerpiece 2.0 surgical technique but it still resulted in the breaking of 2 screws during implanting. The screws have been explanted partially as the screws broke off at neck. The screw threads are remaining in the patient. Patient symptoms are unknown. No further complications were reported/anticipated.